Event description:
During a clinic follow-up, episodes of automatic mode switch due to far r oversensing were observed on the device. Abbott technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable.